Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the device revealed the pump had been programmed to deliver 1,200.0 mcg/ml of fentanyl at 831.5 mcg/day; 400.0 mg/ml of clonidine at 277.17 mg/day; and 10.0 mg/ml of bupivacaine at 6.929 mg/day. Evaluation of implantable pump serial number (B)(4) revealed residue in the motor gear train and wearing on the lower shaft of gear number two. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for analysis without a complaint. The patient's indication for use was non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the event date was updated to (B)(6) 2017.